Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the iui connectors were observed with damaged ribs and contamination (white substance) on pins. The issue was observed by bd associate during their site visit. There was no patient involvement. It was reported that no further information available and no devices available for investigation.

Event description:
It was reported that the iui connectors were observed with damaged ribs and contamination (white substance) on pins. The issue was observed by bd associate during their site visit. There was no patient involvement. It was reported that no further information available and no devices available for investigation.

Manufacturer narrative:
Additional information: imdrf annex a code.